Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this implantable pulse generator (pacemaker) was pre-implant interrogated and got message showing that voltage was too low for the projected remaining capacity related to code 1003. Per faults and actions, the pacemaker can not be implanted. This device was retuned for analysis. No patient involvement.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. This correction report is being submitted to inform this event is no longer considered reportable. B3 (date of event) was changed to (B)(6) 2021. Product analysis confirmed the returned product code 1003 alert indicating that the voltage is too low for the projected remaining capacity was induced by exposure to cold temperature below labeling (0 degrees c) while in the shipping box. This type of issue does not meet reportable criteria.

Event description:
It was reported that this implantable pulse generator (pacemaker) was pre-implant interrogated and got message showing that voltage was too low for the projected remaining capacity related to code 1003. Per faults and actions, the pacemaker can not be implanted. This device was eventually returned. No patient involvement.